Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the spin collar cracked (before alcohol tip applied) when reconnecting the line after a blood draw. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the spin collar cracked (before alcohol tip applied) when reconnecting the line was confirmed. Visual inspection showed that the extension set¿s distal male luer spin collar was separated from the male luer and had a vertical crack running parallel to the direction of the fluid flow starting at the base of the spin collar and continuing to the collar¿s top. Functional testing was not performed due to the damage to the male luer. The root cause of the damage to the spin collar was a chemical reaction or stress due to prolonged exposure to aggressive liquids or high viscosity chemical substances including cleaning or disinfecting agents.

Event description:
The customer reported that the spin collar cracked (before alcohol tip applied) when reconnecting the line after a blood draw. There was no patient harm.